Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose rose to 32 mmol/l (576 mg/dl). The patient loss consciousness. The ambulance was called and the patient was given novarapid insulin as treatment. The pod was worn on the leg for between 4 and 24 hours.